Event description:
It was reported that multiple episodes of post paced t wave oversensing were noted. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.